Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 7122916.

Event description:
It was reported that the patient was not able to get enough pain relief. The patient underwent a lead repositioning procedure and was doing well postoperatively.